Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens, however, the eye was too weak to support the lens. The lens was removed and replaced intraoperatively with a sulcus conversion. Add'l info has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l for eval and subjected to visual examination which revealed a bent haptic loop and tears on the haptic plates. Unable to perform dimensional measurements due to the torn condition of the lens.